Event description:
A report was received on 22 mar 2023 from the home therapy nurse (htn) of a 58 year old male patient with multiple comorbidities including end stage renal disease, who stated the patient expired on (B)(6) 2023. Additional information was received on 23 mar 2023 from the htn who stated, the treatment was unremarkable until the patient initiated rinseback, when he began to gasp for air. Emergency medical services (ems) were called, upon ems arrival resuscitation was unsuccessful, patient pronounced on the scene at an unspecified time.

Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).